Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic upon receiving a patient vibratory notification alert for slow charge time. Clinician measured the device and performed maintenance check. Battery longevity, all lead measurements were normal and the device did not deliver any shocks. Device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.